Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced an infection. The pacemaker implanted under the patient's left breast became infected and eroded through the skin. The pacemaker was extracted. The patient was pacemaker dependent, and a new dual chamber pacemaker system was implanted through the right venous. The patient was stable.